Manufacturer narrative:
This lead is expected to be returned for analysis. Once the lead is returned, analysis will be performed, and a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedance measurements of greater than 2000 ohms despite multiple repositioning attempts. The pacing system analyzer (psa) cable was replaced, yet the pacing impedance measurements remained high. Subsequently, the procedure was completed with a different rv lead. There were no adverse patient effects reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Please note: patient code 3191 was applied to capture the prolonged procedure required to replace this lead during initial implant.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedance measurements of greater than 2000 ohms despite multiple repositioning attempts. The pacing system analyzer (psa) cable was replaced, yet the pacing impedance measurements remained high. Subsequently, the procedure was completed with a different rv lead. There were no adverse patient effects reported. This lead has been returned, and analysis has been completed. This report has been updated with the product investigation results.